Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. Zimvie received the reported implant for evaluation. Visual evaluation of the as returned device identified the implant with signs of use. Implant fracture identified at the threads. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. Complaint history review was performed for the reported lot number 72720 for similar events and no other complaint was identified. Based on the investigation and risk management file review, the most likely root causes determined from the investigation are material selection of implant inadequate (unable to withstand occlusal forces or long term loading), missing or confusing instructions for use, clinician places implant in a patient with patient factors (e.g. Bruxism) incompatible with long-term osseointegration of implant. Therefore, based on the available information, device malfunction did occur. The reported event was confirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). A3: patient sex unknown / not provided. A4: weight unknown / not provided. B3: date of event unknown / not provided. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the implant at tooth location #13 fractured and was removed.